Event description:
It was reported that this patient's device is currently under advisory for premature battery depletion. The device is currently at 3% battery. Remote device analysis was performed and premature battery depletion is suspected. The device was subsequently explanted. No additional adverse events. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.